Event description:
Information received from hcp indicates the pt reported a fall in 07/2006 resulting in poor stimulation in the back and lost stimulation in the left leg. Lead migration was verified by x-ray analysis resulting in lead, extension and ipg explant after 66 months implant duration. The physician did not attribute the pt fall to the device. The pt provided that following system replacement, they rec'd good stimulation. The hcp reports the pt has recovered without sequela.

Manufacturer narrative:
Final device analysis results for model 3487a reveal multiple conductor wires are broken. All four conductor wires are broken; the fractures are located 16-cm from the distal end. Device service life was greater than 5 years.